Event description:
Complainant alleged that during the cardioversion of a pt's (age and gender unknown) heart rhythm, the clinician (age and gender unknown) rec'd an unintended delivery of energy to the clinician's right hand index finger while holding another clinician was cardioverting the pt with the zoll defibrillator. The shock was located on the clincian's right finger at placement of the apex paddle. The complainant indicated that the pt was successfully cardioverted, and that there was no adverse effect to the pt as a result of the reported malfunction. The complaint indicated that there was no injury to the provider and the provider did not suffer any lingering after effects. The complainant reported that the device would not be returned to the zoll technical service dept, as the facility's biomedical engineering dept evaluated the device and the device passed all testing. The device has been returned to service.